Event description:
Paramedics responded to a person described as in cardiac arrest. The pt was connected to the device with disposable defibrillation/ electrocardiogram electrodes and, while being monitored in "paddles" mode, was delivered a countershock. According to the reporter, the device displayed a flatline that was inconsistent with the clinical appearance of the pt. The report also states that further observation by the operator observed the device, on it's own, had allegedly switched monitoring from "paddles" to "lead ii", which was not being used. "Leads" was switched back to "paddles" and the alleged malfunction did not recur. Pt outcome was not reported but no adverse effects were reported as a result of the alleged malfunction.